Event description:
The information provided to sjm indicated a 6f angio-seal sts plus was deployed with no issues in the right common femoral artery of 4-5mm in diameter, following a pre-deployment angiogram. The puncture was below the inferior epigastric artery and above the bifurcation of the superficial femoral artery and profundus. It was reported that the angio-seal suture broke at the black compaction marker during the procedure. The tamper tube had been pushed past the black marker during the tamping process. The anchor and collagen were not removed from the pt. Post-procedure, the distal pedal pulses were present but slightly decreased. Three days later, the pt presented with right leg pain and numbness. An angiogram was performed via the left common femoral artery. The right femoral artery was 100% occluded just proximal to the femoral bifurcation. A wire was passed by the occlusion and percutaneous transluminal angioplasty was performed. The angiogram revealed thrombus and the angio-seal anchor inside the vessel. After several balloon inflations, the area was stented with a self-expanding stent. The pt had no more complications and discharged.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Our investigation was limited to the review of the device history record, which showed that each manufacturing and inspection operation was performed and indicated complete in accordance with sjm specifications and procedures. Based on the information received, the cause of the reported incident could not be conclusively determined.